Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect following surgery (procedure not specified). Specifically, she could not eat or drink or keep anything down because of the nausea. The pt had an appointment with her physician on (B)(6) 2011. Additional info was requested.